Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent poor sensing of atrial fibrillation. It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.